Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 during a procedure, the physician found the lead was twisty that can't be fixed. The physician then changed the lead to another lead. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.